Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 80% battery life to 20%, and then increased to 70% and depleted to 30% within one day. Reportedly, stated that when the pump was charged to full power, the issue went away. Customer's blood glucose level was not impacted.